Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. The catheter was returned, and analysis found a broken catheter body and a bent or broken pin connector as received at analysis lab assumed to be explant related. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs which indicated that a ¿critical alarm ¿ stopped pump duration exceeded 48 hours¿ message logged on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 10,000 mcg/ml at 6 ,880 mcg/day and clonidine 30mg/ml at 20.641 mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2020 it was reported that the pump had a motor stall on (B)(6) 2020 as evidenced by the logs and the patient heard the critical alarm. The patient was asked if they went thru withdrawal and he related he just had increased pain. The pump and catheter pump section was replaced as the catheter seemed to break when the physician was trying to work with the catheter so the physician made the decision to replace the pump segment. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, or if any diagnostics or troubleshooting was performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.